Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported customer went to his doctor and his pump suspended. Customer started to have kidney problems. Customer took a bolus and went to 83 mg/dl, then ate some coffee cake. Customer would call back to do troubleshooting just wanted to know if setting will be on the device once he resumed. Customer was advised to monitor the device and blood glucose level. No further information reported.